Event description:
It was reported that the device had a no disposable alarm. It was reported that this was causing inconvenience and disruption of care for the patients so the clinics are asking to not use that particular model. Upon additional information received, it was reported that they were experiencing problems with these specific disposable supplies for a long time at approximately 50 sites. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No serial/lot number was provided; therefore, a device history record (DHR) review could not be conducted.

Manufacturer narrative:
Other, other text: the product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint., corrected data: h.6. And h.10.